Manufacturer narrative:
Device received with a depleted panasonic carbon zinc battery installed. Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08760 inches. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. Device had minor scratched display window, scratched case, cracked battery tube threads, scratched keypad overlay, scratched reservoir tube window and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. Data analysis: there is no data available due to the unit received with a depleted battery installed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that the customer passed away in hospital on (B)(6) 2019. The customer was hospitalized on (B)(6) 2019 due to falling of a ladder. The caller stated that the cause of death was falling off a ladder. The caller stated that the customer's blood glucose at the time of hospitalization was 56 mg/dl. The customer was wearing the insulin pump at the time of death. The customer did not use sensors. The caller does not indicate other health issues or illness that may have contributed to the passing. The caller agreed to return the insulin pump for analysis.